Event description:
Received report from facility's biomedical engineer of an infusion pump which malfunctioned during set-up. The engineer stated that no pt injury or medical intervention was reported. Although info was requested, none was available regarding the medication involved, pump programming and set-up info, specific pt info and tubing product code and lot number in use.